Event description:
A report was received that the pt was scheduled for a pocket revision, due to the ipg being slightly raised and coming out of the pt's skin, causing irritation. The physician relocated the pocket. The pt is reported doing well following the procedure.